Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown . Device manufacture date: unknown investigation summary: one open pen needle sample was returned from an unknown lot. No., cat. No. Unknown. Clog testing was carried out on the returned sample as per tp700483 and no issues were observed. Investigation conclusion: clog testing was carried out on the returned sample as per tp700483 and no issues were observed. No DHR review can be carried out as lot number is unknown. Root cause description: no issues were observed on the returned sample therefore no root cause can be identified.

Event description:
It was reported that a needle clog occurred at an unspecified time with a pen ndl 32ga 4mm 14bag 700case jp. The following information was provided by the initial reporter, "a needle was clog."